Event description:
Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. The pump history revealed loss of cartridge detection.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of pump history indicated that loss of cartridge detection had occurred. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.